Event description:
It was reported that during a arthroscopic rotator cuff repair, anchor was inserted into the patient as a medial row anchor. Anchor did not break upon insertion, however, when dr. (B)(6) was tying the sutures he noticed a part of the anchor broke off. The anchor did not pull out and is implanted in the patient but a piece broke off and noticed while tying sutures. The anchor does not need to be replaced. All the broken pieces were retrieved and no significant delay was reported. The procedure was finished with the same device with no patient injuries.

Manufacturer narrative:
(B)(4) IFU 10600803 one 72203378 healicoil pk 4.5mm device was reported on. Due to product unavailability, the complaint could not be visually evaluated. Evaluation results were based upon information relayed. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1. Damaged or use of other than recommended prep instrument size or types. 2. Pressure or excess torque applied. 3. Inadequate bone quality resulting in anchor pullout or loss of fixation. 4. Unexpected bone condition/density. 5. Use of sharp instruments to manage or control the suture. A 3.8mm tapered awl is the recommended prep instrument for the 4.5mm suture anchor on normal bone applications. Product met specifications upon release to distribution.